Manufacturer narrative:
The device associated with this report was disposed of, therefore root cause of the failure is unable to be determined.

Event description:
The patient reported plastic particles from the lancing device went under her skin several times. The patient removed the particles using tweezers and or a needle. The patient reported there was very slight discoloration of her skin, however, the patient did not seek medical attention.